Event description:
Caller reported that they did not see insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the cartridge and successfully resumed insulin delivery.